Manufacturer narrative:
(B)(4) - used for retrograde ejaculation.

Event description:
It was reported a clinical study pt had benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Four months post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing (B)(6) 2013. No further info was reported.